Manufacturer narrative:
Reference number(B)(4) additional information.

Event description:
Results of culture of stoma was negative for fungi, but positive for streptococci and e. Coli. Patient was prescribed oral antibiotic britapen 500 mg every 6 hours for 10 days (end of guideline on (B)(6) 2024).

Manufacturer narrative:
Reference number (B)(6). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastro-jejunostomy (peg-j) tubes. On (B)(6) 2024 it was reported that the stoma was red and had abundant oozing. Patient began oral omeprazole, 20mg. On (B)(6) 2024 it was reported that a culture of the stoma was gram-positive. Patient was prescribed oral antibiotic amoxicillin/clavulanic acid 875/125 mg for ten days ((B)(6) 2024) every 8 hours and topical diprogenta. On (B)(6) 2024 it was reported the stoma remains red and has abundant oozing.

Manufacturer narrative:
Reference number (B)(4). Correction: a2, a4, d4 (catalog number and expiration date), d10 and h4. Catalog number in d4 is the international list number which is similar to us list number of 062910.